Manufacturer narrative:
The failure was replicated during testing. Upon inspecting the device, it was discovered that the oxygen sensor was loose. The oxygen sensor was unable to screw on completely which resulted in the sensor being and becoming loose. The check valve assemble was replaced within the ventilator. Performed manufacture's recommended checks and calibrations. Device passed all checks and tests. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the staff stated the during the pre-ops checks (tightness test) the ventilator failed. A different flowsensor and circuit was used but that failure reappeared. No patient involvement as it occurred during preop check.